Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Unable to perform the occlusion test, operating currents test or verify bolus stopped alarm due to button/keypad anomaly. No blank display anomaly noted. The insulin pump received with cracked case at display window corner, battery tube threads, broken belt clip slot, minor scratched display window, cracked reservoir tube and damaged/peeling keypad overlay.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response it is been bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.